Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported through edwards field clinical specialist approximately 1 day post implant of a sapien 3 in the mitral position (mac) by transseptal approach, the patient experienced hemolysis and a decision was made to pin the leaflets of the first sapien 3 valve to try and help the patient hemodynamically. A decision was made to deploy a 2nd sapien 3 valve. The valve was successfully implanted with no procedure complications.

Manufacturer narrative:
A supplemental MDR is being submitted after risk management review by the engineer. The following sections of this report have been updated or corrected b1 (report type [adverse event only]), b2 (describe event or problem), h6 (component code, device code, investigation findings, and investigation conclusions) and h10 (provide narrative/data). The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to tmvr procedures, the available training materials were reviewed only for information potentially relevant to the device use. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (signs of hemolysis) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Initially per report, it appeared that the patient was experiencing central leak after 1 day post implant in the mitral position. It was confirmed by the edwards field clinical specialist, that an attempt to pin the leaflets of the 1st sapien 3 was not due to central regurgitation. The patient was showing signs of hemolysis and it was discussed that the hemolysis might have been caused by the blood flow coming through the stent frame of the first valve. A decision was made to pin the leaflets as a possible way to treat the hemolysis and that was the reason for implant of the second valve. The first sapien valve one was functioning well.

Manufacturer narrative:
Update to h6 (clinical code) and h10 to reflect review of medical records. Upon review of medical records, the patient underwent a transcatheter mitral valve replacement (tmvr) in mac and was noted to have markers of severe hemolysis. There is no evidence of mitral regurgitation or other findings that would explain the hemolysis. It was conceivable that the red cells were being sheared along the frame of the previously placed valve as they are ejected out of the lvot. After careful consideration of the options, it was felt that the best option would be valve-in-valve (viv) procedure in the hopes of pinning the first valve's leaflets and converting the first valve into a tube graft. Under general anesthesia, the patient underwent implant of a 29mm s3 with an additional +4 ccs of volume viv tmvr procedure. An echo (tee) showed excellent valve function and positioning with trivial paravalvular leak (pvl). There was no acceleration of flow through the lvot. There was significant left-to-right shunting across the iatrogenic asd and it was closed.